Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable, by handling the device in accordance with the following section of the instructions for use: instructions operation manual, chapter 3: ¿preparation and inspection¿, section 3.3; ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the videoscopes adhesive around objective lens was peeled. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.